Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, open circuits were noted on 8 electrodes. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.